Event description:
It was reported that the balloon catheter was difficult to deflate during the implant procedure. It was noted that contrast agent was used to fill the balloon instead of air. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).